Manufacturer narrative:
One customized 5.0mm flextend¿ hyperflex¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device found that the plastic swivel connector was broken and had split into two pieces; the connector is molded as a single piece. Upon further examination of the device, it was found that the bottom lip of the swivel connector was deformed and bent upwards on one side. Additionally, crack and scrape marks were found along the lip of the connector where the device was detached. The observed damage was found to be consistent with excessive force being applied to the connector and/or the use of a tool other than the supplied disconnection wedge to disconnect the device. The device instructions for use states the following, "if difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart. Do not apply forces to the tube itself as this may result in tube damage which may compromise the airway." Investigation determined that the root cause of the connector break was due to the device being used in manor inconsistent with the instructions for use.

Event description:
It was further reported that the flanges on the reported tracheostomy tube were beginning to split. According to the reporter, velcro ties are used to secure the device during patient use. The reported issue was observed during device cleaning.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that there was a connector break on a tracheostomy tube. During cleaning, the swivel connectors broke after three to four uses. A new tracheostomy tube was placed as a result. The patient experienced no adverse health outcomes. See MFR: 3012307300-2016-00055.